Event description:
It was reported that the device had early battery depletion and that the left ventricular (lv) lead had high thresholds. The device was explanted and replaced. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD implanted: (B)(6) 2011; 4470 competitor lead implanted: (B)(6) 2011. (B)(4).